Event description:
The customer contacted baxter's service center regarding an assistance to bypass drain 4 of 4, which occurred on the homechoice (hc). The home patient (hp) stated the drain volume was equal to 2525ml. The technical service representative (tsr) asked the hp if the hc alarmed. The hp stated yes. The tsr asked the hp what alarm occurred. The hp stated low ultrafiltration (uf). The tsr asked the hp if they did a manual drain. The hp refused to drain and insisted to bypass. The tsr reviewed the therapy log. The drain volume was equal to 2537ml, the manual drain volume was equal to 2124ml, the current ultrafiltration (cuf) was equal to 517ml, the last manual drain was set to yes, and the target uf was set to 800ml. The combined drain volumes reported meet increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr assisted the hp with bypassing drain 4 of 4. The tsr recommended that the hp contact the registered nurse (rn) about the alarm. The hp stated that he has been having issues draining and filling. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(4) 2012, regarding the hp's history. The rn said she knew of the hp having problems with the cycler but the rn had not heard anything else from the hp. The writer went over the hp's history of calls and she was not aware of the hp having so many low uf alarms and overfills. The rn said the hp has not mentioned these issue to her the last time she saw him. The rn said that she would bring it up with him, next time he comes in. As far as she knew, the hp's therapy has been going well. There was no patient injury or medical intervention indicated at the time of the call. No additional information available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Review of the device service history revealed no issues that could have caused or contributed to the reported problem. This issue is being investigated through CAPA.